Event description:
It was reported that a pt had a sling procedure performed in 2002. Approximately 4 months ago, they began to experience detrusor instability. A cystoscopy revealed a 2 cm section of bladder in which the edges of the tape could be seen protruding through the bladder wall. The physician plans to try and take tension off the tape by cutting it. If this is not successful, the physician will perform a cystotomy.